Event description:
Experienced significant adverse events following coolsculpting procedure, including massive swelling (stomach area more than doubled in size) and pain that persisted for 2 full weeks. Also experienced tingling, itching and numbness for 3-4 weeks. All were expected significant effects, but were much more significant, intense and persistent than expected / communicated by hcp. FDA safety report ID# (B)(4).